Manufacturer narrative:
Manufacturer ref no. : (B)(4). This MDR is being submitted as part of retrospective summary report # (B)(4). The total number of events being summarized on this MDR are 21,353. These reports are being filed late due to the changes baxter made regarding how likelihood of harm is assessed associated with the spectrum infusion pump. These changes also affected the approach baxter takes in regards to MDR reporting. Due to these changes complaints were re-reviewed and assessed in order to establish baselines for trending and reporting based on 21cfr803. The requirements of the approval letter for retrospective summary report # (B)(4) also were to provide an evaluation of the event from the reports of "air in line" (4040 events) and "upstream occlusion alarms" (4070 events). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of "system error 105" alarm. Evaluation determined the cause of the alarm to be a failed input/output printed circuit board. The input/output printed circuit board was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". Any patient involvement, injury or medical intervention is unknown.